Event description:
A report was received that the patient experienced paralysis in his legs after a lead implant procedure. Prior to the procedure, the patient was diagnosed with pulmonary embolism and was prescribed coumadin for anticoagulation. As a result, a spinal hematoma occurred and led to paraplegia. Follow-up information indicated that the patient's condition is improving.

Manufacturer narrative:
Patient weight not available. Device remains in patient. This is the final report.